Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected the patient received a shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.